Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that four days post implant this right atrial (ra) lead exhibited loss of capture (loc) due to high thresholds. The thresholds were increased and the patient remained hospitalized for monitoring. As of today, the lead remains in service. No additional adverse patient effects were reported.